Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: the stapler jammed during use. It appears that the jamming was caused due to misalignment of the trigger. The event cause no harm to the pt.